Manufacturer narrative:
Olympus followed up with the user facility to obtain add'l detailed info regarding the event, and was informed that the subject device (electrode) was used in a therapeutic urology procedure, and the user experienced restriction at the distal end of the resectoscope upon insertion of the electrode. The electrode was withdrawn from the resectoscope and found that the loop wire broke in half, but both of the loop wires remained attached to the electrode shaft. The procedure was completed using a different, but similar electrode. The clinical engineer further reported that there was no problem with the resectoscope and working element. There was no pt injury reported. The user facility returned the resection electrode (subject device) along with the resectoscope and working element to olympus for eval; these instruments were received in a biohazard bag, which limited the eval to a visual inspection. There was evidence of biomaterials and stain on the external surface of the electrode. The loop wire was cracked and was broken in half. The cause of the user's experience could not be conclusively determined at this time. The electrode was forwarded to the original equipment MFR (OEM) for further investigation. If add'l significant info becomes available at a later date, a supplemental report will follow. This report is being submitted as a medical device report (MDR) in an abundance of caution. (B)(4).

Event description:
The user facility reported that during an unspecified procedure, "the electrode loop had a break in it. There was pt involvement, but no injury to the pt."